Event description:
In 2006, a father reported his daughter experienced a seizure with hypoglycemic shock. Adc meter reading just prior to event was reported to read 364 mg/dl. The daughter's insulin dose was changed based on this reading. The seizure and hypoglycemic shock were resolved after giving the daughter cola and cake with sugar water.